Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that her blood glucose was over 500 mg/dl a couple or a few days before making the report. The customer stated that she was having difficulties with her insertion site, including bent needles. The customer stated she felt she could not control blood glucose with her insulin pump and was advised to call her doctor for immediate assistance. Nothing further was reported.